Manufacturer narrative:
Co was unable to duplicate the reported problem of the trachea tube freezing during co's nondestructive functional evaluation. The unit was tested from full to empty with the flow rate set at the prescribed rate of 6 lpm. Additionally, flow rates between eight and 20 lpm were tested during individual 24-hour time periods. The flow valve frosted at the 14 lpm and higher settings. Cannula frosting began at 18 lpm but did not exceed 12 inches from the flow valve throughout co's evaluation (at least six feet from the trachea tube). Oxygen gas temperatures at the cannula outlet remained between 54 and 78 degrees fahrenheit throughout testing. Testing was discontinued at 22 lpm due to the loss of pressure to the unit caused by the high flow demand. The unit has been put in quarantine due to potential litigation and a replacement unit sent to the homecare provider.

Event description:
The home care provider (hcp) reported the following: (1) on 10/10/97, a pt was receiving care from a visiting nurse when the oxygen tubing attached to the flow meter on the or-313s froze to the pt's trachea. (2) the visiting nurse switched the pt to another oxygen system (3) on 10/14/97, the pt's normal nurse returned and stated the pt was in respiratory distress. (4) the pt was taken to the hospital where she was admitted. (5) the pt received 2nd and 3rd degree burns to her trachea. (6) she was released from the hospital on 10/18/97. The hcp tested the unit and could not duplicate the reported problem at the pt's prescribed flow rate of 6 lpm. The mark iii product line was purchased from union carbide in 12/85; this unit was mfg prior to co's acquisition.